Event description:
It is reported that 128 days after a drug eluting stenting treatment procedure, the pts cardiac enzymes met criteria for a myocardial infarction. The pt was admitted into the arrive program in 2004. Target lesion 1 was located in the proximal rca with 85% stenosis and was 8mm long with a reference vessel diameter of 3.0mm. Target lesion 1 was discharged mar/2004 on asa and plavix therapy. In july 2004, pt underwent cardiac catheterization for continued chest pain. Per consultation report, coronary angiography jul/2004 revealed, lvef 60%, lmca - 50%-60% stenosis, lad 0%-75% diffuse, heavily calcified mid stenosis, lcx - luminal irregularities, 50% stenosis 1st om, 75%-85% stenosis 2nd om, rca - patent proximal stent; 100% distal stenosis, in 2004, patient underwent recommended coronary artery bypass grafting x 5 with lima to lad, svg sequentially to ramus and om, and svg sequentially from r-pda to r-pav. The pt was discharged aug/2004. In the opinion of the physician, the relationship of the event to the taxus stent is "not related".